Event description:
A (B)(6) patient called in to lifecor customer support to report that her monitor was not working. Support requested a download and issued the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. Review of patient's download revealed that the patient's monitor had excessive "abnormal shutdown" and "memory test failure" flags. The cause of these flags was an intermittent connection on the interconnect pca. The root cause of the intermittent connections cannot be positively identified. The monitor was still able to monitor an ECG signal and deliver a treatment sequence despite the intermittent connection. No adverse event resulted from the intermittent connection on the interconnect pca. The patient was issued a replacement monitor.